Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery and motor error. The patient's blood glucose at the time of incident was 365 mg/dl. The customer stated that last time her insulin pump alarmed no delivery she was in the hospital. This morning when the no delivery occurred she changed the infusion set and reservoir. Troubleshooting was initiated for the no delivery alarm. She rewound and primed the insulin pump twice: insulin successfully exited but a motor error alarm occurred. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. A rewind, displacement test, and prime were all successful. No products were returned or replaced.